Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software investigation completed. Findings are that the microscope was re-calibrated resolving the inaccuracy. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the pentero scope was connected and appeared to be navigating in the correct trajectory, however, the surgeon deemed depth to be off by approximately 1 centimeter. In trouble-shooting, it was confirmed the surgeon was not using scope autofocus feature. The surgeon focused accurately at deeper target, but crosshair appears closer to dura. Navigation of other instruments wa accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) -2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.